Event description:
A (B)(6) female patient with no preexisting conditions underwent evar on (B)(6) 2014. The physician placed a zenith flex main body. Upon final angiogram, it showed a possible type iii or IV endoleak. No additional procedures were performed, a 30 day follow up is planned. The device remains implanted as intended. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. No additional information has been provided by the reporter.

Manufacturer narrative:
(B)(4).